Event description:
It was reported that the physician's handheld would not go past the initial screen after a hard reset. It was reported that the screen indicates to tap screen to continue, but the handheld was frozen. Troubleshooting was performed by checking to ensure the lock button was not engaged and by performing a hard reset. The physician was provided a new programming tablet and the handheld was returned for analysis. Analysis is underway, but has not been completed to date.